Event description:
It was reported that the device was explanted due to low battery voltage (2.57v) six months post-implant. No patient complications have been reported since the device was removed from service.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: device was returned for analysis after 5 months of service time. The reason for return was battery depletion. Analysis confirmed the eri condition, which was caused by the standard tantalum capacitor leaking excess current, which in turn caused the battery to deplete ahead of projected longevity.